Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. Updated fields: h2, h6, h11. Additionally, transmission light value too low at the end due to a broken fiber cone was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the broken fiber cone led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked, light guide lens of the insertion section is broken, light is dim or non-existent, and the image is not displayed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas it is presumed that the additional reportable findings occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section was cracked; the light was dim or non-existent; and the image was not displayed. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. However, investigation findings indicated that the image was not displayed due to a broken video cable; the light was dim or non-existent due to a broken light guide lens of the insertion section; and the cause of the cracked cover glass of the insertion section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited intermittent and poor electrical connection. There were no reports of patient harm.